Manufacturer narrative:
As received, the device was nearing elective replacement indicator (eri). The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics except for device being near eri level due to normal usage. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered as normal battery depletion.

Event description:
The patient presented to the clinic having experienced dizziness and arrhythmia. It was observed that the device was not pacing appropriately. The device was explanted and replaced to resolve the event. The patient was in stable condition.